Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Delivery of the synergy xd 2.25 x 38mm was attempted but the device was unable to cross the lesion. Upon removal of the device, the distal edge of the stent was slightly lifted. The procedure was completed with a different product and there was no patient injury.